Manufacturer narrative:
Eval summary: the reported non-conformance has been confirmed. No testing could be performed due to the returned condition.

Event description:
It was reported that prior to an unk procedure, the instrument gave an error message for the hand piece. There was no pt consequences. Unk how the case was completed.